Event description:
It was reported that balloon rupture occurred. The patient presented with ischemic heart disease. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good.